Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor cannula was completely gone. Customer¿s blood glucose was unknown at time of incident. Sensor will be return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used.